Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The fluidics module was replaced. The system was tested and found to meet product specifications. The product met specifications at the time of release. For the consumable the review of the device history record (DHR) indicated the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. For the consumable a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that they had aspiration/irrigation issues two consecutive days in (B)(6) while using the system and cassettes. The event happened four times with four different surgical paks from the same custom pak. The event occurred randomly with the concerned custom pak. Not all the surgical paks form the concerned custom pak had this issues. Three different surgeons were involved and one of them cancelled the surgeries planned the day after the events. The patients impact is unknown. Additional information has been requested but not received to date. This is one of three reports being filled for this event. This report is for the unknown number of patients that had the surgery on 03/24/2015.